Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 49 mg/dl at the time of the incident. The patient's current blood glucose was 135 mg/dl. The patient had treated it with food. The customer reported that they noticed 3 cracks in the device. The customer reported that she had low blood glucose last night. She over treated it due to which her blood glucose was high, as she had juice and a sandwich. The patient had been experiencing low blood glucose for overnight. The drive support cap appeared normal (slightly indented). The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked and cracked reservoir tube window.